Event description:
Report received of an underdelivery.in 09/2004 at 3:20pm, the pump was programmed in the continous mode to deliver 5fu 2200mg/100ml at a rate of 2ml/hr with a volume to be infused (vtbi) of 100ml, no kvo rate and a container size of 100ml. The customer reported that when the pump was received from the patient's home five days later, a naote attached to the pump read: "pump went off as completed. Approximately 50cc left to infuse. Pump alarmed multiple times proximal occlusion. Cassette removed and placed back in pump. It again alarmed 2 to 3 times before infusion was completed. "There were no reported adverse patient effects. No medical intervention were required.